Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 70mm fusiform abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter was 20mm. The proximal neck length was 24mm. Right iliac diameter was 20mm. Left iliac diameter was 26mm. Right iliac tortuosity and left iliac tortuosity were noted as severe. A 5 year follow up ultrasound identified a small dorsal unknown endoleak and aaa diameter of 57mm. No treatment was performed. No clinical sequelae were reported and the patient is being monitored.